Event description:
On 09/24/2012, it was reported that this vns patient had expired on (B)(6) 2012. The cause of death was unknown. An online obituary confirmed the patient's date of death as (B)(6) 2012. Follow up with the funeral home showed that the device was not explanted prior to burial. Follow up with the patient's physician showed that the patient died of cardiopulmonary arrest secondary to respiratory failure. The patient presented with hypoxia. Seizures were also noted in the death report. There was no documented association with vns; however, the office could not confirm if the events were related to vns or not. A sudep evaluation determined that the death was unlikely sudep based on the cause of death provided by the physician. A blc performed on (B)(4) 2012 indicated 5.27 years to near end of service=yes.

Manufacturer narrative:
Analysis of programming history.